Event description:
Event description cpi received information that this bipolar lead was removed from service due to dislodgment. Two days after the implant this lead was explanted and replaced with a screw in type lead.